Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient¿s blood pressure decreased to approximately 70. Echocardiography was performed to confirm effusion. Pericardial drainage was performed, and blood pressure improved. The physician commented that it is not related to product. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable

Manufacturer narrative:
On (B)(6)2022, bwi received additional information regarding the event. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: not related to the bwi product. Patient outcome of the adverse event: improved. It is unknown if the patient required extended hospitalization because of the adverse event. Generator information: smartablate. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 13-feb-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient¿s blood pressure decreased to approximately 70. Echocardiography was performed to confirm effusion. Pericardial drainage was performed, and blood pressure improved. The physician commented that it is not related to product. Device evaluation details: visual analysis of the returned smart touch bidirectional sf device revealed no anomalies or damage. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting correctly, however, the device failed the cool flow pump and patency tests as high-pressure values were detected and, no irrigation was observed due to a blockage of reddish material found inside the irrigation tube in the shaft area. The root cause of the adverse event remains unknown, some issues regarding the product were found during this investigation but based on the event information they were unrelated to the event described. A manufacturing record evaluation was performed for the finished device 30637761l, and no internal actions was found during the review. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions; flush the catheter with heparinized saline prior to insertion into the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) upon completion of the product investigation, it was identified that the product receipt was mistakenly omitted from the previous submitted reports. On 15-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).